Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 189 mg/dl, and the customer stated that the readings were never right. She stated that she wanted to have everything replaced. She also noted that she had not worn the insulin pump for 4 months. The customer declined troubleshooting and training. Advised that the customer had not followed recommended calibration protocol. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.